Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a pain ¿in between his two implants¿ and at one point the left one got ¿very hot very briefly.¿ it was stated the patient went to the emergency room because he thought this pain he was feeling was a heart attack. Additional information received reported that it was unclear if an allergic reaction was the cause of the event. The patient was reportedly hospitalized for one day put on antibiotics for 24 hours. It was stated that the patient had a lot of anxiety. There was no surgical intervention performed.

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va0501u, implanted: (B)(6) 2013, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot#: va0501u, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).